Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
It was reported that patient underwent an initial right total hip arthroplasty on (B)(6) 2007, and an initial left total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on the right side on (B)(6) 2015 due to pain. During the procedure, the femoral head, the taper and the acetabular cup were removed and replaced.